Manufacturer narrative:
Please note the correction regarding (results & conclusion codes): the reported was confirmed. The device was not returned but evidences were provided, based on provided blueprint CT-slices and reported data, which matches the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since data were provided, the opinion of a medical expert was sought and stated as following: "the CT-slice in the blueprint revision plan shows a good position and sizing of the tornier humeral head resurfacing implant. The superior wear of the glenoid matches the insufficiency of the superior parts of the rotator cuff. In this case, the most likely explanation is natural progression of age-dependent rotator cuff degeneration. Therefore, it is a patient-related issue". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient-related issue. The event was caused by natural progression of age-dependent rotator cuff degeneration (patient condition). If any additional information is provided, the investigation will be reassessed.

Event description:
A revision surgery was completed using the blueprint planning feature. The primary implant was a tornier resurfacing head implant for hemi arthroplasty. However, there is no information available regarding the lot number or implant sheet for the removed implant, which was originally a tornier resurfacing head implant used for hemi arthroplasty several years ago. The reason for the revision surgery was rotator cuff failure, necessitating a reverse shoulder replacement.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
A revision surgery was completed using the blueprint planning feature. The primary implant was a tornier resurfacing head implant for hemi arthroplasty. However, there is no information available regarding the lot number or implant sheet for the removed implant, which was originally a tornier resurfacing head implant used for hemi arthroplasty several years ago. The reason for the revision surgery was rotator cuff failure, necessitating a reverse shoulder replacement.